Event description:
Medtronic received a report that the pipeline was introduced into the microcatheter outside of the patient. When they tried to push the pipeline, the physician started to feel resistance and friction while in the protective sheath. It was unknown if there was a compatibility issue with the devices or if the distal end of the protective sheath was at fault. The pipeline was stuck in the catheter hub. The catheter was flushed continuously with heparinized saline. The physician did release the load (slack) in the system in an attempt to resolve the issue, however, the issue did not resolve. The catheter and the pushwire were not damaged. The pipeline was not used off-label. The pipeline and accessory devices were prepared as indicated in the IFU. There were no patient symptoms or complications associated with this event. Post-procedure angiographic results showed successful procedure. A dapt (dual antiplatelet treatment) was administered, the pru level was not known at this time. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 8mm and a 4mm neck diameter. It was noted the patient's vessel tortuosity was moderate. Ancillary devices include: a headway 21 microcatheter. Additional information was received indicating the cause of the friction was probably due to the wrong tolerance on the headway 21 device but it was not confirmed.

Manufacturer narrative:
Device evaluated by MFR: a pipeline vantage system and a headway-21 catheter were returned for analysis within a shipping box; within a sealed tyvek biohazard pouch; within another sealed tyvek pouch and within an opened pipeline vantage system inner pouch. Visual inspection/damage location details: the inner diameter (ID) of the headway-21 microcatheter inner diameter was found to be 0.021¿ per IFU (instructions for use). Per pipeline vantage device instructions for use (IFU): ¿the pipeline vantage 021 system is designed to be delivered through a compatible micro catheter of 0.021¿ inside diameter at least 135cm in length. Therefore, the headway-21 micro catheter was found to be compatible for use with the pipeline vantage. (Pli-10) no bends or kinks were found with the pipeline vantage pushwire. The hypotube and ptfe were found to be intact. The a.r.m. (Advanced re-sheathing mechanism) was found to be intact. The silicone disks were found to be damaged. The dps sleeves were found to be intact. The tip coil was found to be damaged. The proximal braid end was found to be opened and frayed. The distal braid end was found to be opened and frayed. No other anomalies were observed. No flash or voids molded were observed with the headway hub. No damages or irregularities were found with the distal tip and marker band. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿stuck in catheter hub¿ was unable to be confirmed and the root cause could not be determined. In addition, no issue was found during catheter resistance testing with an in-house mandrel. Possible contributors for of ¿stuck in catheter hub¿ are introducer sheath does not sit securely inside hub, tip coil/ delivery system damage, or overtightening of the rhv. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.